Manufacturer narrative:
Initial reporter complete facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated their probe keeps going in and out of range, stopping therapy. They had already swapped the cable and changed the probe and the issue was persisting. They confirm the probe was reading fine on the bedside monitor. Suggested to try a new arctic sun device and send this one to biomed since changing the external components did not resolve the issue. Per follow up information received via phone on 09mar2026, transferred to the biomed. Spoke with biomed who denied receiving this device. Suggested contacting the unit again.